Event description:
It is reported that the surgeon could not get the surface to snap into tibial tray.

Manufacturer narrative:
No product was returned for review. This type of event typically happens when the articular surface is not appropriately lined up with the mating component when it was attempted for insertion. However, this cannot be definitively determined with the information provided. No other reports of any nature have been received for this part and lot number combination. The device history records were reviewed, indicating the device manufactured, inspected, and packaged to specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.